Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. Make sure to dry the video system center after wiping with 70% ethyl or isopropyl alcohol. Store the equipment in the level position in a clean, dry, and stable location.¿ corrosion of the connector pin of the scope cable (maj-1430) made it impossible to sufficiently connect cv-190 and the 180 series scope, and it is speculated that an image failure occurred. The cause of the corrosion of the pin is presumed to be that the cable was left wet with the connector pin or left in a high humidity location for a long time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
It is unknown if the device in question will be returned to olympus for investigation. However, an olympus sales representative did review the device on site and noted that the pins on the connectors of the (B)(4) scope connector had visible corrosion. If additional information should be provided prior to the investigation completion, a supplemental report will be submitted.

Event description:
As reported, the user facility was having intermittent image issues with the evis exera iii video system center. There was no patient harm or consequence reported as a result of this event.